Event description:
The patient was implanted with a left ventricular assist device (lvad). The heart failure nurse reported that when the patient woke up, he disconnected the power module (pm) and ambulated to the bathroom (it was unclear whether the patient had connected to battery power at the time). On the way to the bathroom, the patient reportedly called his wife. The wife found the patient collapsed and unresponsive. Emergency medical services (ems) was called and estimated the patient had been down for approximately 36 minutes. Ems called the hospital's vad hotline and the on-call personnel instructed ems how to connect the patient's system controller to battery power. The patient was then transported to the hospital and arrived with fixed and dilated pupils. The hospital staff confirmed brain death and care was withdrawn in the early afternoon. The manufacturer's clinical representative spoke with the vad coordinator who at the time did not believe the event was related to a pump issue. The pump was not going to be explanted and the hospital's vad team was not going to inquire about an autopsy. The hospital staff suspected a complete power loss to the system controller.

Manufacturer narrative:
The patient's system controller was returned to the manufacturer for analysis. A review of the pump data retrieved from the returned system controller did not reveal any recorded events that would have indicated an interruption in power during the time period that the system controller was in clinical use. There were low flow hazard alarms recorded in the log file which would have resulted in the system controller to report a red heart alarm. The recorded pump speed matched the set speed and the voltage levels captured remained in the normal operational range. The system controller was functionally tested using a mock circulatory loop in our lab and was fount to function as intended, event when the cabled were maneuvered. In addition, the white and black power leads were independently disconnected during testing and the system continued to operate properly. The evaluation of the system controller and analysis of the data retrieved did not uncover any functional or device related issues. Based on our analysis, the patient death was not attributable to the returned device and a root cause for the event could not be determined. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.